Event description:
Patient reported they have not been able to complete their aligner treatment for years due to tooth sensitivity and their gums have changed. At check in true was marked for bleeding, inflammation, sensitivity, discomfort and loose. Requested information to evaluate for recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.